Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged headache, red eyes, tightness in the skin, irritation in the nose and throat, trouble breathing, dry throat, dry cough, coughing up phlegm, gagging. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging headache, red eyes, tightness in the skin, irritation in the nose and throat, trouble breathing, dry throat, dry cough, coughing up phlegm, gagging related to a CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on january 16, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging complaint of experiencing red eyes, headaches, tightness in skin, irritation of nose/ throat, coughing, and trouble breathing related to a CPAP device's sound abatement foam. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated and manufacturer observed during exterior investigation that there is moderate unknown dust/ dirt contamination present on all surfaces of the base unit. The device did not return with an sd card or filter. There is an unknown dust contaminate present at the air inlet where the filter would be and at the iso port entrance and during interior investigation manufacturer observed that there is unknown debris in the tracks of the ui panel. The blower housing is discolored. There is an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. The unknown dust/dirt contamination and fibers found on the blower casing/ impeller and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination through out the airpath suggests a source external to the device . Pil used a fitt (foam integrity test tool) and the associated and was unable to confirm the presence of degraded sound abatement foam in the base unit and can confirm the presence of contamination in airpath. The device's downloaded event log was reviewed by the manufacturer and found 0 error code. The manufacturer concludes there was no evidence of degraded sound abatement foam and unable to directly address the symptoms outlined in the complaint.